Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that on the morning of thursday (B)(6) 2019 the patient had a blood glucose (bg) levels of 420 mg/dl. The patient contacted the omnipod trainer who advised to give a bolus and wait one hour to see if any changes in his bg levels occurred. Later that same day, the patient contacted the trainer and stated he came down to 120 mg/dl and he was doing well. From this point, there was no communication until the omnipod trainer contacted the patient to check in on him. The patient stated that he was fine on thursday and had given a bolus for lunch. He later went to the gym at 5:00 pm and after an hour, he came home and immediately took a nap. At 10:30 pm the patient's wife attempted to wake up the patient but he was not responsive. The wife contacted the emergency medical services (ems). Upon arrival they gave him a manual injection and he was rush to the emergency room (ER) . The pod was worn between 4 and 24 hours. At the emergency room they placed him on an intravenous therapy. The patient was released from the hospital on (B)(6) 2019 at 4:00 am with bg reading at 180 mg/dl.